Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging incorrect product. The product is grey on back side, front side black in the middle white where inserted into the meter, has a #2 on it in a circle with a slash through it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.